Manufacturer narrative:
H2: additional information. Ime and imf codes have been added. The lot number of the monitor is 1302270458. D9/h2/h3/h6: the returned monitor powered up on the test bench with a red outlined black square in the upper right corner of the display that remained throughout testing. Otherwise, the monitor displayed a good image with normal touch function. Previously submitted fm and fdc codes b01 and d02 are applicable, along with fdr code c02. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: initial reporter was update h3: a representative went to the site to preform a system check out. There were parts replaced and the system preformed as intended. H6: 10,180,4307 is associated with system check out medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. Other relevant device(s) are. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the surgeon monitor on the system was partially disconnected and the monitor had lines through it. The manufacturing representative reported that the inter connect cable was jiggled and the monitor went black. A few moments passed before the monitor came back on and displayed normally.  It was noted that the screen "went black" was actually dark grey and was just not displaying correctly. The video connection on the back of the monitor was very warm, enough that she was not able to safely unscrew the connector. Likely a short is heating that connection to the point that it is no longer working.  They were troubleshooting and the interconnect cable was well-seated as well as the monitor and internal video cables. It was confirmed that, when the system was turned off for half hour and allowed to cool, the monitor works upon being turned back on. About ten minutes later, the monitor was hot again and it "went black" (displayed gray). There was no patient present when this issue occurred.